Event description:
Customer was hospitalized for high and low blood glucose levels. Customer's nurse called asking to test customer's insulin pump. Customer's blood glucose issues started on 7/19. The nurse stated he has been as low as 29 mg/dl and as high as 500 mg/dl. During troubleshooting, the device passed the displacement test. The bolus history showed two bolus deliveries back, which may have caused the low blood glucose level. Customer's daughter said she would call back later with the hospitalization information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.